Manufacturer narrative:
Medtronic received additional information that the reason for explant was due to hypotension and vegetation. Some vegetation was reported at 1.5cm. Patient weight added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year one month post implant of this 33mm bioprosthetic valve, the valve was explanted and replaced with a 29mm bioprosthetic valve. The reason for replacement was not reported. No additional adverse patient effects were reported.